Event description:
It was reported that during the initial implant of the pulse generator system, the physician was unable to pass the guide wire through the lead after prolonged use. A lead anomaly was suspected and the physician used a different lead to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found the lead was returned in one piece measuring 58.1 cm. The reported event of guidewire insertion difficulty was not confirmed. Analysis was normal. No anomalies were found.